Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 11/04/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the thread breaks, even with the slightest pressure. Sometimes just near the needle and sometimes somewhere in the middle. An opened box with unopened samples of product code vf2257 lot # an3910 were received for evaluation. During the visual inspection of unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested and the following was obtained: could you please confirm if it occurred during a procedure? Unknown. There is no more information available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Could you please confirm if it occurred during a procedure? If yes what was the initial procedure? Did this issue occurred once or it happen in other procedures? In case this occurred in several procedures, could you please confirm if these was reported in other pc? Please provide the other pc's numbers. Did this issue occurred pre-op, intra-op or post-op? Please confirm if in this particular case did the suture broke or if it present pull off suture needle? Did the patient suffer from any consequence due to this issue?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and suture was used. The thread broke with the slightest pressure near the needle or somewhere in the middle. No adverse patient consequences were reported. Additional information was requested.